Event description:
Attorney reported: (B)(4) 2008 - pt underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh was implanted to repair the defect. On (B)(6) 2009 - pt underwent surgery to remove the mesh. The surgeon documents in the operative reports (which has not been provided) specifically, "multiple areas of matted, dense scar tissue were seen in the midline, which was excised and sent for pathology. Another dissection was meticulously carried down deep to expose the mesh. The mesh was dissected out from the surrounding tissues. The underlying surface of the mesh was found to be adherent to the small bowel, which was partially herniating through the defect. The mesh was excised and the small bowel was found to be having an enterotomy and so it was partially debrided through one-third of two-thirds of the circumference." Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.